Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e, with a history of coronary artery disease, diabetes mellitus, and renal insufficiency. The registered nurse contacted the clinical support center (csc) reporting new pink-tinged urine. The patient was on p-6 support with a mean arterial pressure (map) of 82 mmhg and central venous pressure (cvp) of 17 mmhg. Possible causes of hemolysis and recommendations to obtain echocardiography for position verification and consider p-level adjustment were discussed. No alarms were present. Haptoglobin or plasma-free hemoglobin (pfhgb) testing was recommended. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by the underlying ami/cgs physiology, hemodynamic instability, renal dysfunction, and potential device-position¿related factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The initial reporter clarified that no hemolysis occurred and the patient's urine was discolored prior to treatment. H5, medical device problem code, has been updated.

Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), society for cardiovascular angiography and interventions (scai) shock stage e, with a history of coronary artery disease, diabetes mellitus, and renal insufficiency. The registered nurse contacted the clinical support center (csc) reporting new pink-tinged urine. The patient was on p-6 support with a mean arterial pressure (map) of 82 mmhg and central venous pressure (cvp) of 17 mmhg. Possible causes of hemolysis and recommendations to obtain echocardiography for position verification and consider p-level adjustment were discussed. No alarms were present. Haptoglobin or plasma-free hemoglobin (pfhgb) testing was recommended. The patient survived to explant. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by the underlying ami/cgs physiology, hemodynamic instability, renal dysfunction, and potential device-position¿related factors. It was reported that the there was no evidence of hemolysis per labs and throughout the patient's care. The patient had discolored urine when the foley was placed prior to the impella placement. Actions taken: observation of impella under echo guidance daily and minimizing aggressive turns to reduce potential foley catheter micro trauma.

Manufacturer narrative:
B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.